Event description:
It was reported to philips that the table side operating geometry module was damaged, preventing c-arm movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment procedure. The procedure was delayed less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry module was damaged. Upon troubleshooting actions, the customer informed that the geometry module was dropped accidentally. The fse replaced the control module tilt ER. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay after restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.